Event description:
The customer reported, the system's workstation keyboard failed to operate along with the control panel. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The keyboard was repaired and the control panel was replaced. The system was then found to be operating as intended.